Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm and experienced hyperglycemia with blood glucose value of 271 mg/dl. The customer reported hyperglycemia was treated with manual injection. The event involved product(s) mmt-7040a, mmt-864a, mmt-332a, mmt-1884l. Troubleshooting was performed. Ensure the customer is disconnected from site (or qr if site is inserted) and remove the reservoir from pump. Advised the customer to remain disconnected and asked customer to disconnected and reconnected the tubing connector to reservoir. The customer has a plunger. The insulin exits the tubing. The customer re-attempted load reservoir/fill tubing process after a complete set change and insulin did not exit or pump alarmed. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-7040a. Mmt-864a, mmt-332a, mmt-1884l was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the displacement test, self-test, rewind test, prime/seating test, basic occlusion test, occlusion test and force sensor test. No unexpected no delivery alarms, prime/fill anomalies were noted during testing. Thus and software was utilized and downloaded trace/history files properly. Alarmed no delivery show in the trace/history files on (B)(6) 2025 11:38:41.000, (B)(6) 2025 11:43:54.000, (B)(6) 2025 11:54:49.000, (B)(6) 2025 12:01:47 during bolus. No moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, keypad overlay peeling. In conclusion, pump passed all testing required. Insulin flow blocked/no delivery alarms not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.